Event description:
Filter incomplete expansion: the patient is male, (B)(6). His lower limbs have venous thrombosis. During the procedure, the physician advanced the optease retrievable filter into the target deployment site, then he withdrew the deployment sheath. However, the filter could not fully expand. The physician had to use snare to take this filter out and changed another one to complete the procedure. The physician used ultrasound and lower limb angiography to diagnose dvt which was medium in extent. There was no thrombus present at the delivery site. Anticoagulation therapy included heparin and aspirin. There was no contraindication for anticoagulation or recurrent pe in spite of anticoagulation. Pre and post imaging were completed but the hospital refused to provide them. The diameter of the vena cava is 18mm and the shape is straight. The size was measured. There were no acute bends or tortuosity. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. The thermal indicator had not been activated. It was not verified under fluoroscopy that the filter or part of the filter was not in a side vessel. Only part of the filter was under expanded, in the distal section. There were no acute bends, tortuosity, calcification, thrombosis or stenosis. There was no patient injury and procedural films are not available.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the distal section of the vena cava filter did not fully expand after deployment and was removed via snare. There was no thrombus present at the delivery site which was 18mm in diameter and straight. There were no acute bends, tortuosity, calcification, thrombosis or stenosis. It was not verified under fluoroscopy that the filter or part of the filter was not in a side vessel. The thermal indicator had not been activated. Pre and post imaging films were completed but the hospital refuses to provide them. There was no reported patient injury. One non sterile 6fr. Sheath introducer, one non sterile 6fr. Vessel dilator, one non sterile 6fr. Obturator and a non sterile optease retrievable filter were returned inside a plastic bag. No visual anomalies were found on the vessel dilator, sheath introducer or the obturator. The filter was received fully expended and without visual anomalies. Review of lot 15448467 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The filter unexpanded reported by the customer could not be confirmed during analysis since no anomalies were found on the returned filter. No corrective actions will be taken at this time since no anomalies were found during analysis of the returned unit. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.